Event description:
The report received from the field indicated that the distal tip of the outback re-entry catheter broke off and was contained in the sheath. The distal tip was successfully retrieved without further intervention. There was no reported patient injury. The device was delivered over an unknown .014 guidewire through an unknown 6 fr. Sheath. The physician encountered some resistance during an ¿up and over¿ delivery and removed the device from the patient. At this time it was noticed that the distal tip of the device had sheared off. The guidewire was removed and the distal tip was found to be entangled with the wire. Therefore the complete device was retrieved from the body. Additional information has been requested.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion during use of an interventional procedure, the distal tip of an outback ltd re-entry catheter broke off within the sheath introducer and was successfully retrieved on the guidewire without further intervention. There was no reported patient injury. The event involved a patient who underwent an intervention of an unknown target lesion. The outback catheter was introduced via a contralateral approach over an unknown 0.014¿ guidewire through an unknown 6f sheath. The site reported that the physician encountered resistance while going ¿up and over¿ the iliac bifurcation. The device was then withdrawn. When removed and inspected, the distal tip of the catheter was noted to be missing from the catheter. The distal tip was noted to be on the guidewire within the sheath introducer body and was removed on the guidewire with no further intervention. There was no reported patient injury. Attempts to obtain further information have been unsuccessful. One non sterile catheter outback was received coiled inside a plastic bag. The tip was found separated from the catheter and it was not received. During microscopic analysis, inner liner presented marks of welding. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure catheter tip/distal tip fractured-separated reported by the customer was confirmed. The cause of the failure experienced was not determined; inner liner present marks of welding. Neither the analysis nor the DHR review suggests that this failure is related to the manufacturing process; however the complaint was addressed on CAPA 001503. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation and/or delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may have contributed to the reported event. Analysis of the returned device confirmed the distal tip separation reported by the customer. The exact cause of the failure could not be determined since the inner liner revealed marks of welding. While the relationship between the separation of the distal tip and the device is not clear, neither the manufacturing records, nor the product analysis suggest there is a manufacturing issue that contributed to the reported event. Based on the information available for review, although the root cause could not be conclusively determined, an investigation has been initiated to address this issue.